Event description:
The customer reported receiving a false negative result while using the fisher sure-vue hcg stat serum/urine test. The patient presented prior to undergoing a colonoscopy. A fresh urine sample was provided by the patient that was non-cloudy and dark yellow in appearance. The results were read at 4 minutes and a negative hcg result was observed. The patient then underwent the procedure that required anesthesia. As the customer went to discard the test after the read window, the customer reported the device then showed a positive result. As a result, two additional hcg test were performed: one test was performed using the same urine sample and a second test was performed using the patient's serum. The customer reported both additional tests yielded positive hcg results. No adverse event was reported. The patient was scheduled to follow up with their obgyn. No further information was provided.

Manufacturer narrative:
N/a.